Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: the operative notes of the primary surgery do no indicate anything out of the ordinary and states the joint had "excellent stability and mobility." The operative notes for the revision surgery indicate the patent had "marked laxity" of the join. As a result, a thicker spacer and poly liner were used during the revision surgery to tighten the joint. This would indicate the reported dislocation was not the result of the implants but a relaxation of the joint tendons. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.